Event description:
After two hernia repair surgery's, having trouble using right leg and numbness in leg and can not sit for long periods or stand without the same problem. Can sit if leg is laid out at angle. Feels like my blood flow is cut off. Am scheduled to see a surgeon to discuss what might an option for this problem is and possible see if the mesh used was not on recall list. Note these surgeries were done after having a hysterectomy in 2009 in (B)(6).